Event description:
A customer reported to beckman coulter (bec) that coulter act diff hematology analyzer was leaking approximately 15ml fluid from under the bath shield onto the counter. The customer also reported that all parameter results were erroneously low. The erroneous results were not reported out of the laboratory, and the patient samples were sent out to another laboratory for tests. The customer did not provide any patient results as the results were no longer available. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no report of injury or exposure and medical attention was not sought. Beckman coulter field service engineer (fse) could not reproduce the reported leak. The fse suspected that the baths were not draining completely, and replaced tubing at vl13, vl14, and drain pump. The instrument performance was verified, and the results were within the performance specifications.

Manufacturer narrative:
(B)(4).